Manufacturer narrative:
The reported events of inadequate capture, and high pacing impedance were confirmed. As received, a complete lead was returned for analysis. Lead impedance test could not be performed due to as received procedural damage to the lead. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance and high pacing threshold as indicated on the device session records. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high out-of-range pacing impedance and increased capture thresholds. The rv lead was explanted and replaced. The patient was stable throughout.